Event description:
(B)(6) from md regarding ivr legacy; states he received error message "1144" and continuing to beep and alarm (B)(4). Advised pump will have to be serviced and replaced; however, physician wanted to try troubleshooting. Walked physician thru troubleshooting process end resetting the pump, but error message appeared again; advised pump will have to be replaced. States pt is unconscious right now and unable to assist with replacing pump, but remodulin will be continued; pt will contact pharmacy back to replace pump. Date of use: (B)(6) 2014 to ongoing.